Manufacturer narrative:
With the information provided and not having the sample returned, no conclusion can be made. Based on the investigation activities performed, the review and analysis of all available information fails to indicate a definitive root cause. However, the most likely cause of the inflation tube separation is related to forces applied during use as the surgeon did not cut the inflation tube prior to pulling the balloon assembly out of the abdomen. Cutting the inflation tube close to the skin (as prescribed in the IFU) ensures that the portion of the inflation tube containing the yellow anchor is removed prior to pulling it out through the abdomen. Regarding the removal of the echo ps ( balloon assembly) from the abdomen, the instructions-for-use state, to deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Begin removal of the echo ps¿ positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard® logo. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps¿ positioning system by pulling it up to the tip of the trocar. Remove both the echo ps¿ positioning system and trocar simultaneously. Discarded.

Event description:
It was reported that during a case using a bard ventralight st w/ echo ps, after the mesh was fixated the surgeon pulled out the balloon without first cutting the inflation tube. When he pulled the entire assembly out of the abdomen, he realized that the yellow anchor was not on the tube. As reported the surgeon "figures that it was caught between the layers of the abdominal wall." The surgeon closed the site leaving the anchor in vivo. No additional surgical intervention was performed. The patient is not reported to have exhibited any signs of an adverse reaction.